Manufacturer narrative:
No unexpected no delivery alarm was noted during testing. The insulin pump passed the prime test, excessive no delivery alarm test and displacement test. The insulin pump had a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm during priming. Customer's blood glucose was 19 mmol/l. The customer reported that the alarm no delivery occurred very often during bolus, basal, and priming. Customer stated that insulin exit easy with manual prime with plunger, manual prime with the pump the customer tried with different sets and different reservoirs. The customer has a backup plan available. The customer was advised that the device would be replaced.